Event description:
During an atrial fibrillation procedure, air aspiration occurred from the sheath following a right cervical approach. The sheath was replaced, and the procedure was completed with no adverse patient consequences.